Manufacturer narrative:
The device has not yet been received by the manufacturer for evaluation. Once it is received and the quality investigation is completed, a follow-up report will be submitted.

Event description:
It was reported that during a surgical procedure, the unit was not registering impedence on the screen. The procedure was cancelled and rescheduled for the next day. There were no adverse consequences reported.